Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device, while being used with a hand switch that did not work, became too hot with minimal usage. It was further reported that the foot pedal device worked. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The device was evaluated and it was determined that the device was not working with the hand control (failed pre-test for check function and direction of rotation, function with the test hand switch, check with the foot pedal) is running a little hot and had some water marks on the unit's motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.